Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error alarms and no delivery alarms. The customer reported that the no delivery alarms and motor error alarms occurred during bolus. Blood glucose level at the time of the incident was 488 mg/dl. The customer was advised that the insulin pump was already being replaced and had already agreed to return the device for analysis.